Event description:
It was reported that the atrial and right ventricular lead exhibited noise causing inappropriate mode switch and ventricular pacing inhibition. The patient experienced light headed spells. All other electrical measurements were normal. The pulse generator was reprogrammed but it did not resolve the issue. The patient was stable and lead revision is planned.

Manufacturer narrative:
External insulation abrasion was noted at 41.7-42.1 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
New information states that both right atrial and right ventricular lead were extracted.

Manufacturer narrative:
Missing event date is (B)(6) 2017.